Event description:
Removal of femoral component, tibial insert and tibial base plate due to pain and osteolysis.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. This is the same pt/event as MFR# 2249697-2012-00950. This is the same pt/event at MFR# 9610726-2012-00240.